Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hypoglycemia and coma. The customer¿s blood glucose level was unknown mg/dl at the time of incident. The customer experienced symptoms such as weakness due to low blood glucose. The customer treated low blood glucose with food and intravenous infusion during hospitalization. Customer alleged insulin pump was over delivering that caused extreme low blood glucose and coma when admitted. The customer declined further troubleshooting. The insulin pump and reservoir will not be returned for analysis.